Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) customer care specialist (B)(6) that the connector on the upper and lower warmer head assembly of an iw980jeu wall mount infant warmer was discolored. This was observed during patient use. It was further reported that no error code was registered on the infant warmer unit. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(6) - note: the reported complaint was initially assessed as not reportable. Upon receiving and investigating the complaint device, it was deemed to be a reportable incident. Method: the upper and lower head harnesses of an iw980jeu infant warmer were returned to fisher & paykel healthcare (fph) (B)(4) for visual inspection and continuity (electrical) test. Results: visual inspection of the returned harnesses showed blackened terminals within the connectors. Continuity (electrical) test performed revealed that the electrical wires were open circuits. Conclusion: the upper and lower head harnesses are used to connect the head unit to the control unit of the infant warmer. The partially burnt and discolored connectors were most likely due to the arcing that occurred between two electrical contacts, resulting in contact failure. The arcing was most likely due to a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. (B)(4).